Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient sample tested on a cobas 8000 cobas ise module (double). The initial chloride result was 114 mmol/l. The sample was retested twice with chloride results of 103 mmol/l and 102 mmol/l. The initial potassium result was 5.1 mmol/l. The sample was retested twice with potassium results of 4.6 mmol/l and 4.6 mmol/l. The initial sodium result was 163 mmol/l. The sample was retested twice with sodium results of 142 mmol/l and 142 mmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The sodium, potassium, and chloride electrode lot information was not provided. The data provided indicated proper function of the instrument. There were no other issues with any other patient's results. The investigation was unable to find a definitive root cause.